Event description:
The hosp reported that, during a case, a gas monitor indicated the level of desflurane increased gradually over time. The bispectral index (bis) monitor reportedly indicated deep anesthesia and arrhythmia was observed. The clinician reportedly changed to sevoflurane. The case was reportedly completed with no further anomalies noted. There was no reported pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.